Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support for hyperglycemia after a recent infusion set and supply change, with blood glucose rising from 160 mg/dl post-change to a peak of 327 mg/dl following a meal; conflicting information about the infusion set type led to a repeat supply and infusion site change, after which insulin delivery was resumed and possible bubbles in the connector were noted. Symptoms included elevated blood glucose without reported acute sequelae. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed no device alarms and no visible catheter kinking, with a potential contributor being air bubbles or infusion site/set concerns not definitively confirmed due to a language barrier. It was concluded that the cause of hyperglycemia was unclear, with user handling and infusion setup factors considered but not verified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.